Event description:
The product complaint report shows the customer alleged the audible alarm failed to sound when testing prior to pt use. The hosp biomed was unable to duplicate the reported issue, however replaced the interface board as a precaution. It is not verified that the unit had no audible alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.